Event description:
It was reported that the surgeon was doing a high s1 case and had trouble advancing the cage, the surgeon had to twist the cage to insert; while twisting the cage during insertion, the cage broke along the skinny part of the graft window (was not in the disc space). It appears that when twisting the cage, the nose got caught in the sacrum and the cage broke. The surgeon was performing a revision of a competitor's product. Same size cage was used to complete the procedure. No adverse consequences to the patient.

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual insp, x-ray images and correspondence. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No distraction was applied prior to the cage insertion and no trial was used for the disc space sizing. Conclusion: the most likely cause of the cage nose jamming exacerbating the cage fracture under rotational force was determined to be related to not opening up enough disc space prior to the cage insertion.

Event description:
It was reported that the surgeon was doing a high s1 case and had trouble advancing the cage, the surgeon had to twist the cage to insert; while twisting the cage during insertion, the cage broke along the skinny part of the graft window (was not in the disc space). It appears that when twisting the cage, the nose got caught in the sacrum and the cage broke. The surgeon was performing a revision of a competitor's product. Same size cage was used to complete the procedure. No adverse consequences to the patient.